Manufacturer narrative:
Pump error 40 alarm found in the insulin pump history and critical pump error (open book image) alarm during testing due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that they were skiing and then the insulin pump kept buzzing and stated critical pump error. The customer's blood glucose level was 120 mg/dl at the time of the incident. The customer reported that they received the open book image on the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.